Event description:
The technician at the facility reported an infusion pump, which shuts off by itself. Technician stated that the infusion pump was not involved in patient incident. Information regarding whether or not the device was in use on a patient when this failure occurred was not available, and no additional contact information was provided. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.